Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There were horizontal stripes in the image due to defective video connector based on the results of the investigation, the reported device malfunction was confirmed during the evaluation. It is presumed that the abnormality occurred occasionally in the image due to a video connector failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite video system center displays an intermittent image. There were no reports of patient harm.